Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to electrical board .

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 100 mg/dl at the time of incident. The customer stated that the display did not return after 30 seconds. Customer also stated that the display is blank currently after inserting a new battery. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Customer stated the spring is neither damaged nor corroded. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.